Event description:
Litigation papers allege elevated chromium and cobalt levels; pain and swelling and clicking in left hip; cyst on butt cheek; past and future pain and suffering.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #, explant date, PMA/510(k) #. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Event description:
Litigation papers allege elevated chromium and cobalt levels; pain and swelling and clicking in left hip; cyst on butt cheek; past and future pain and suffering. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. .